Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that wearing of the aligners has caused the enamel on their teeth to weaken and wear. They also reported that their alignment is not as it should be. Advised patient to use hh tips and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.